Event description:
Per information provided: on (B)(6) 2005 - patient was diagnosed bilateral inguinal hernias thereby underwent open repair with the implant of bard mesh pre-shaped with keyhole (device #1, #2). Per operative notes, "on right side, a direct hernia was noted and a bard mesh pre-shaped with keyhole (device #1) was sutured. On right side, a large direct hernia. A bard mesh pre-shaped with keyhole (device #2) was placed and sutured." On (B)(6) 2011 - patient was diagnosed with bilateral groin pain thereby underwent laparoscopic repair with the removal of meshes (device #1, #2) and implant of bard soft mesh (device #3, #4). Per operative notes, "on right side, a bard soft mesh (device #3) and tacked. Same procedure was done on the left side with bard soft mesh (device #4) tacked in midline. The mesh was densely adherent to the nerves. The ilioinguinal, genitofemoral nerves were resected. The mesh (device #1, #2) was removed."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard mesh pre-shaped w/ keyhole (device #2). An additional supplemental emdr was submitted to represent the bard mesh pre-shaped w/ keyhole (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.